Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed. This resulted in pacing inhibition which led to greater than two seconds of asystole. Additional information was received which indicated sensing was decreased. This rv lead remains in service. No adverse patient effects were reported.